Manufacturer narrative:
Visual analysis of the returned device identified: curved openings and flat creases. A leak test was performed and found six openings. A microscopic analysis identified: curved striated openings on the anterior, posterior and radius sides assessed as surgical damage and a curved sharp opening on the plug strap bond edge assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: striated curved openings assessed as surgical damage and a sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.